Manufacturer narrative:
Concomitant medical devices: product ID: 4058m45 lead, implanted: (B)(6) 1994.

Event description:
It was reported that during a device replacement procedure, a previously capped right ventricular (rv) lead was tested and had no capture. The lead was partially removed and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.